Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the trachea during a bronchoscopy with balloon dilation procedure performed on (B)(6) 2018. According to the complainant, the balloon was noted to be kinked after being inflated for the first time. A second attempt to inflate the balloon was made but the balloon did not inflate anymore. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.